Manufacturer narrative:
Alleged failure: foreign material was found inside the package. The failure(s) identified in the investigation are consistent with the complaint record. The probable root cause(s) could be an inadequate cleaning process and/or uncontrolled environmental conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign material was found inside the package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the package.